Event description:
The user facility reported to terumo cardiovascular systems that prior to cardiopulmonary bypass surgery, during set-up, the low-level alarm for the reservoir was not working. The product was not changed out. Surgery was completed successfully.

Manufacturer narrative:
The initial and follow-up #1 MDR's were reported under manufacturing number 9681834-2011-00076, after further investigation, it was determined that the device was manufactured at the (B)(4), manufacturer number (B)(4). Upon evaluation of the device, the complaint was not confirmed. Performance testing revealed that the sample met specifications. (B)(4). All available info has been placed on file in quality management for appropriate tracking, trending and follow-up.